Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD). The patient was advised to report to the nearest emergency room for a device check. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Additional information received indicated the patient was seen in the emergency room. There was no issue with the performance of the device. The patient had rhythms that were fast enough that they could not be discriminated, so the device defaulted to therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.